Event description:
Customer reported that the electrode snapped at the junction of the connector on the device one week post implantation. No pt injury was reported. Product return is expected.

Manufacturer narrative:
An investigation has been initiated based on the reported info.